Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio2 read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 9:30 am. The patient stated that she obtained a result of "274 mg/dl" compared to feelings/normal results. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied that she developed symptoms; however she stated that on an unknown date/time she received a glucagon injection by an hcp during a doctor's office visit. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment for severe low blood glucose after the alleged product issue began. This treatment meets lifescan's criteria for a serious injury.